Manufacturer narrative:
Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 126-127 mg/dl for both events. Customer changed all supplies and resumed insulin delivery.